Manufacturer narrative:
Medwatch sent to FDA on 02/15/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications: possible complications of the use of orbera include: balloon deflation and subsequent replacement. Warnings: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly.

Event description:
Reported as: a patient with the orbera intragastric balloon had "greenish urine", suspected of deflation. Device removed and replaced.